Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Testing of the device found it to be within specification and the customer reported issue could not be reproduced. The reported condition was verified through review of the event history log by the multiple presence of 'downstream occlusion' messages however, the issue cannot be confirmed based on event history log evidence alone as the message may result from typical use of the device. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion error. The process step was not provided by the reporter. There was no patient involvement. No additional information is available.